Event description:
It was reported that the patient came into the clinic for a routine follow-up and it was noted that the atrial lead showed impedance greater than 2000 ohms, intermittent sensing and capture, and a possible fracture. A revision of the lead is pending the physician's schedule. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.